Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Patient code: (B)(4)- secondary surgical intervention, lens repositioning. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -16.50/+3.5/094 (sphere/cylinder/axis), in the patient's right eye (od), on (B)(6) 2017. The reporter indicated the lens had rotated (not associated to a low vault) and there was a refractive surprise. The lens was repositioned 3 times but the problem was not resolved. The patient had laser touch up on (B)(6) 2017. The lens remains implanted but the surgeon plans to explant and exchange for a longer lens.

Manufacturer narrative:
The reporter stated the lens was exchanged on (B)(6) 2018 for a longer lens. The exchange resolved the problem. (B)(4). Corrected information: injection model system: ftp; injector model: msi-pf; cartridge model: sfc-45 not in the initial MDR. (B)(4).